Event description:
Provider states that the chair sped up with the consumer in it causing her to run into a parked car. Provider believes the user had a bruise on her leg. Provider is not aware if medical attention was needed. No additional information provided.